Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, system testing, service history review, and a review of the event history log were performed. The alarm was identified during system testing. The cause of the condition was determined to be the force sensing resistors were out of specifications. To correct the condition, the pump head assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.